Manufacturer narrative:
A replacement led panel was sent to customer to resolve issue. The led panel involved in the complaint was disposed by customer. No further investigation possible, if additional information becomes available natus will provide follow-up report.

Event description:
Natus medical received a complaint on (B)(6) 2017 that the intensity of their neoblue 3 unit was lower than specifications and could not be adjusted to meet specifications. The customer initially stated that intensity was measured with a natus neoblue radiometer at 28 [?]w/cm2/nm on high and 11 [?]w/cm2/nm on low. The customer requested ordering information for a replacement led panel, and tsr provided it. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.